Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9660651r, serial/lot #: (B)(4). Product ID: 9731203, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter box was damaged. The box was having issues with connectivity. The ports were noticeably bent and had dust build up interior to the port. No patient was present at the time of the event. Additional information was received stating that the cause of the event was due to the site dropping the emitter.